Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure ,the light source failed. Case was completed using lower ports. Patient information is not available. A sample is expected.

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 5, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator. However, how or when the illuminator became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).